Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(4). This report is for unknown atb plate with unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This was ¿retrospective¿ review of the following article: aryan, h.e., lu, d.c., acosta, f.l., ames, c.p. (2007). Stand-al one anterior lumbar discectomy and fusion with plate: initial experience. Surgical neurology 68 , pp 7-13. USA. The study details and population included: patients were treated at university of (B)(6) medical center between 2002 and 2005. Twenty-four patients who underwent anterior lumbar discectomy and fusion (adlf) with plate between 2004-2005 were compared to twenty-five patient who underwent a single-level anterior lumbar interbody fusion (alif) with supplemental posterior instrumentation between 2002-2005. Patients who had the adlf with plate were implanted with atb plate after a 1 level alif was performed. The average age was 42.4 (+, - 6.4) years; average follow-up from surgery was 11.6 (+, 1 2.9) months. Locations of surgery in the 24 patients included: 14 at l5/s1, 9 at l4/5, and 1 patient had l3/4. Complications: average subsidence at 6 months post-op 2.2 (+, - 0.4) mm. This is report 1 of 1 for (B)(4). This report is for an unknown abt with an unknown part number, lot number and quantity. This report is for 2 device(s).